Event description:
The below report was received by health authority FDA (reference number: mw5056692) on 23-oct-2015. The most recent information was received on 17-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("extreme pain") and vulvovaginal pain ("major and debilitating vaginal pain") in a 43 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), vulvovaginal pain (seriousness criterion disability), dysmenorrhoea ("painful and heavy bleeding during menstrual cycles"), heavy menstrual bleeding ("painful and heavy bleeding during menstrual cycles"), anaemia ("severe anemia"), bacterial vaginosis ("bouts with bv (bacterial vaginosis)"), vulvovaginal mycotic infection ("yeast infections"), arthralgia ("hip pain / joint pain"), back pain ("extreme back pain"), dyspareunia ("pain during sex"), mood altered ("moodiness "), weight loss poor ("weight gain which she tried losing with dieting but without results"), genital haemorrhage ("bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular menstrual cycles") and adhesion ("adhesion"), was found to have weight increased ("weight gain which she tried losing with dieting but without results") and underwent surgery ("two surgeries for growths"). The patient was treated with surgery (partial hysterectomy). On (B)(6) 2018, pelvic pain, vulvovaginal pain, anaemia, arthralgia, genital haemorrhage, alopecia, menstruation irregular, adhesion and surgery had resolved with sequelae. At the time of the report, the outcomes for dysmenorrhoea, heavy menstrual bleeding, bacterial vaginosis, vulvovaginal mycotic infection, back pain, dyspareunia, mood altered, weight increased and weight loss poor were unknown. The reporter considered anaemia, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, mood altered, vulvovaginal mycotic infection, vulvovaginal pain, weight increased and weight loss poor to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to genital haemorrhage, alopecia, menstruation irregular, adhesion, surgery or pelvic pain. The reporter mentioned that the essure insertion date was (B)(6) 2008. On the initial report, she reported that the insertion date was on 2006 (discrepant information). For essure (ess205): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. The most recent follow-up information incorporated above includes data received on: 17-nov-2022: new adverse events reported: extreme pain, genital bleeding, hair loss, adhesions, irregular menstrual cycles, two surgeries for growths and their outcome provided. Patient´s age, essure stop date, essure indication were also added. The imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5056692) on 23-oct-2015. The most recent information was received on 16-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("extreme pain"), female reproductive neoplasm ("abnormal reproductive growth") and vulvovaginal pain ("major and debilitating vaginal pain") in a 43 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), vulvovaginal pain (seriousness criterion disability), dysmenorrhoea ("painful and heavy bleeding during menstrual cycles"), heavy menstrual bleeding ("painful and heavy bleeding during menstrual cycles"), anaemia ("severe anemia"), bacterial vaginosis ("bouts with bv (bacterial vaginosis)"), vulvovaginal mycotic infection ("yeast infections"), arthralgia ("hip pain / joint pain"), back pain ("extreme back pain"), dyspareunia ("pain during sex"), mood altered ("moodiness "), weight loss poor ("weight gain which she tried losing with dieting but without results"), genital haemorrhage ("bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular menstrual cycles") and adhesion ("adhesion"), was found to have female reproductive neoplasm (seriousness criterion medically important) and weight increased ("weight gain which she tried losing with dieting but without results") and underwent surgery ("two surgeries for growths"). The patient was treated with surgery (partial hysterectomy and required surgeries). On (B)(6) 2018, pelvic pain, vulvovaginal pain, anaemia, arthralgia, genital haemorrhage, alopecia, menstruation irregular, adhesion and surgery had resolved with sequelae. At the time of the report, the outcomes for female reproductive neoplasm, dysmenorrhoea, heavy menstrual bleeding, bacterial vaginosis, vulvovaginal mycotic infection, back pain, dyspareunia, mood altered, weight increased and weight loss poor were unknown. The reporter considered anaemia, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, mood altered, vulvovaginal mycotic infection, vulvovaginal pain, weight increased and weight loss poor to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to genital haemorrhage, alopecia, menstruation irregular, adhesion, surgery, pelvic pain or female reproductive neoplasm. The reporter commented: the repoter mentioned that the essure insertion date was on (B)(6) 2008. On the initial report, she reported thet the insertion date was on 2006 (discrepant information). Product removal date updated from (B)(6) 2018 to (B)(6) 2022. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5056692) on 23-oct-2015. The most recent information was received on 07-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("extreme pain"), female reproductive neoplasm ("abnormal reproductive growth") and vulvovaginal pain ("major and debilitating vaginal pain") in a 43 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), vulvovaginal pain (seriousness criterion disability), dysmenorrhoea ("painful and heavy bleeding during menstrual cycles"), heavy menstrual bleeding ("painful and heavy bleeding during menstrual cycles"), anaemia ("severe anemia"), bacterial vaginosis ("bouts with bv (bacterial vaginosis)"), vulvovaginal mycotic infection ("yeast infections"), arthralgia ("hip pain / joint pain"), back pain ("extreme back pain"), dyspareunia ("pain during sex"), mood altered ("moodiness "), weight loss poor ("weight gain which she tried losing with dieting but without results"), genital haemorrhage ("bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular menstrual cycles") and adhesion ("adhesion"), was found to have female reproductive neoplasm (seriousness criterion medically important) and weight increased ("weight gain which she tried losing with dieting but without results") and underwent surgery ("two surgeries for growths"). The patient was treated with surgery (partial hysterectomy and required surgeries). On (B)(6) 2018, pelvic pain, vulvovaginal pain, anaemia, arthralgia, genital haemorrhage, alopecia, menstruation irregular, adhesion and surgery had resolved with sequelae. At the time of the report, the outcomes for female reproductive neoplasm, dysmenorrhoea, heavy menstrual bleeding, bacterial vaginosis, vulvovaginal mycotic infection, back pain, dyspareunia, mood altered, weight increased and weight loss poor were unknown. The reporter considered anaemia, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, mood altered, vulvovaginal mycotic infection, vulvovaginal pain, weight increased and weight loss poor to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to genital haemorrhage, alopecia, menstruation irregular, adhesion, surgery, pelvic pain or female reproductive neoplasm. The reporter commented: the reporter mentioned that the essure insertion date was on (B)(6) 2008. On the initial report, she reported that the insertion date was in 2006 (discrepant information). Product removal date updated from (B)(6) 2018 to (B)(6) 2022. Quality-safety evaluation of ptc: for essure (ess205): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. The most recent follow-up information incorporated above includes data received on: 07-dec-2022: upon internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) was transferred to this case. E2b company number added. Reporter address and contact details, event: abnormal reproductive growth, reporter causality comment added. Product insertion and removal dates updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.